Event description:
The doctor replaced the ventricular catheter as a routine procedure due to an occlusion. He has not reported this as a complaint, however due to the nature of the complaint the product has been requested for evaluation and a medwatch will be filed as a conservative measure.